Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D4. Concomitant product UDI for balloon is ((B)(4) and for cuff is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Additionally, the pump was not working properly and the device presented fluid loss. As a result, the device was explanted and replaced. No additional patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Additionally, the pump was not working properly and the device presented fluid loss. As a result, the device was explanted and replaced. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, functionally and leak tested. No anomalies were found with the pump. The balloon was visually inspected, functionally and leak tested. No anomalies were found with the balloon. The cuff was visually inspected, and leak tested. No anomalies were found with the cuff. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. Based on the information available and analysis results, the reported device allegations of pump - mechanical issue and device - fluid leak were not confirmed. D4. Concomitant product UDI for balloon is (B)(4) and for cuff is (B)(4).